Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: avanti 9fr x 11cm sheath, catalog and lot numbers unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure for fascicular ventricular tachycardia with a thermocool smart touch sf bidirectional catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the ablation catheter got wrapped around chordae in the left ventricle (lv). The catheter was manipulated using carto, ice and fluoro to be released. No medical/surgical intervention was required. Post ablation testing phase, isoproterenol was administered. The patient complained of chest pain. Cardiac tamponade was confirmed by ice. Pericardiocentesis yielded 160ml of fluid and the patient was transferred to the intensive care unit (ICU). Patient outcome is improved. Extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no patient factors cited that may have contributed to the adverse event. Transseptal puncture was not performed. The sheath used during the procedure was an avanti 9fr x 11cm sheath. Generator parameters at the time of injury included power control mode at 35 watts and impedance of 110ohms. Power was not titrated during ablation. Overall ablation time at the site of injury was 2 minutes 40 seconds. The last ablation cycle time at the site of injury was 1 minute. Irrigated catheter flow was set at 15ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) of 300-350 seconds. Spi value is unknown. The smart touch catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to carto 3 piu.

Manufacturer narrative:
On 7/30/2018, additional information related to this complaint was received. It was reported that the patient required surgical intervention. During the procedure, the ablation catheter got wrapped around chordae in the left ventricle (lv). The catheter was able to be released by manipulation with the use of carto, intracardiac echocardiography (ice) and fluoro. No additional medical or surgical intervention was required to remove the catheter from the patient. It was later reported that post ablation testing phase, isoproterenol was administered. The patient complained of chest pain. Cardiac tamponade was confirmed by ice. Pericardiocentesis yielded 160ml of fluid. Surgical intervention was performed to repair the perforation noticed on the lateral left atrial wall. The patient was transferred to the intensive care unit (ICU). Patient outcome is improved. Manufacturer's ref # (B)(4).